Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2011-02653. It was reported that post a stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2005, the patient presented with progressive angina pectoris. Angiography revealed a subtotal occlusion in the right coronary artery (rca). The physician implanted two taxus express2 stents (3.0x32mm and 3.0x12mm) in the proximal mid and ostial portions of the rca. In (B)(6) 2007, the patient experienced an acute inferior wall myocardial infarction. Stent thrombosis was identified in the distal end of the mid rca stent, causing "serious personal injury and requiring substantial medical treatment".